Manufacturer narrative:
A vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed that the turbine was faulty. The turbine failed the calibration leak test with low expiratory tidal volume. Further investigation revealed a large leakage from the top of the turbine assembly which caused the reported issue.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire is evaluating the device. When results of investigation become available a follow up report will be submitted.

Event description:
It was reported to vyaire that model lap top ventilator 1200 was delivering less flow than the set value while connected to a patient. The patient was removed from the device and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.